Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic removal of pelvic mass. The surgeon was trying to remove the specimen and the bag tore. Another bag was pulled and it worked fine. There was no patient injury.